Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was sent to the service center for evaluation. The repair reports indicate: motor does not turn: motor replaced; protective conductor resistance out of tolerance ¿ motor cable replaced; short circuit in the motor cable - motor cable replaced; resistance value out of specs: handcontrol set replaced; "micro": preventive replacement of o-rings performed. The short in the cable and the defective motor are the probable root causes of this failure. This complaint can be confirmed. A manufacturing record evaluation was performed for the finished device serial number on (B)(4), and no non-conformances related to the failure were identified. No further investigation is required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate that the micro tornado handpiece with handcontrol heats up and needs service. The issue was found post operatively. The procedure was completed with a replacement device with no patient harm or surgical delay.